Manufacturer narrative:
Additional information for this event is not yet available. Event date is not known. Supplemental report(s) will be filed as any information becomes available. The device has been returned and a device evaluation completed for it. Manufacture date is not available. The user¿s complaint was confirmed. Upon full inspection and testing was performed. The device failed inspection due to stuck power switch not working. The switch was of the old type and needed upgrade. Additionally, there was minor cosmetic wear and tear on the front panel and foot, not affecting fit and functionality.

Event description:
As reported for this event, during preparation for use for an unknown procedure the device switch for the power supply was broken. The switch did not reset properly. There is no patient involvement and no harm or adverse impact to any patient.

Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. The device history record review confirmed that device has no abnormalities, special adoption, or variations in manufacturing. It was confirmed that the design change was made to improve the durability to the breakage of the power switch. The revised products have been shipped after november 18, 2013. This device was manufactured before the design change in the power switch was made. Therefore, it can be inferred that the power switch was broken due to the excessive operating force applied to the power switch and its frequency.